Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported material too rigid or stiff could not be confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the guide wire was too stiff after being moistened. Analysis of the returned device was unable to confirm the reported stiffness and noted no anomalies on the wire. The analysis did note bends, stretched coils, and a separation on the distal core. It was reported that the separation and likely the bends / stretched coils occurred due to manipulation of the wires tip. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. D4: corrected primary UDI number corrected from (B)(4).

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported material too rigid or stiff could not be confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the proximal end of the guide wire was noted to be stiff. Analysis of the returned device was unable to confirm the reported stiffness and noted no anomalies on the proximal wire. The analysis did note bends on the proximal core, which are consistent with handling. The analysis also noted stretched coils and a separation on the distal core. It was reported that the separation and likely the bends / stretched coils occurred due to manipulation of the wires tip. In this case, the stiff proximal core was unable to be confirmed, and a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. D4: corrected primary UDI number. H11: additional manufacturer narrative: revised.

Event description:
Subsequent to the initially filed report, it was stated that the proximal part of the wires were stiff. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time.. Results and conclusions will be provided in the final report.

Event description:
It was reported that upon opening three balance middleweight universal ii guide wires, they were found to be stiff and not smooth after they were moistened. There was no device use or patient involvement. There was no clinically significant delay in the procedure. Returned device analysis identified that there was a separation in the distal core at the stretched coils. The account stated the separation occurred unintentionally when checking the stiffness of the wire. No additional information was provided.